Event description:
Mynx control vascular closure device was prepped and tested as per manufacturer instructions. Product passed the test prior to insertion. Once inserted into the patient the mechanism of the device did not engage properly and was removed prior to delivering the closure device and was put aside. A new mynx closure device was then opened and prepared in the same fashion and was successfully deployed in the patient.